Manufacturer narrative:
(B)(4).

Event description:
It was reported the lead had migrated up the patient's spine, thus causing pain. Additional information has been requested, a follow-up report will be sent if additional information becomes available.